Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins device would not allow the lead to go through. The device was reported as defective. As part of troubleshooting performed, the hcp attempted to loosen the screw to allow the lead to push through but they were unable to proceed with this ins. A new ins device was then used to complete the procedure for the stage 2. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the doctor was performing a stage 2 procedure. It was noted that the ins would not allow the lead to go all the way through. The physician cleaned the lead prior to insertion. Once it would not go through, the doctor attempted unscrewing the screw. The device was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 (B)(4) showed: the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawl was perfomed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.